Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges under delivery of insulin by the pump. Customer reportedly went to the ER for unresolved elevated blood glucose levels although different boluses were executed. Requested return of the alleged device for evaluation.